Event description:
It was reported that there was a left hip revision due to possible poly wear.

Manufacturer narrative:
Catalog number is unknown, the device was reported as an unknown 28m poly insert. Evaluation summary: an x-ray was provided to a consulting clinician who rejected it for review as insufficient information was provided, however, the x-ray did confirm poly wear but was not enough to justify a revision. The exact root cause of the event could not be determined due to insufficient information provided. The explanted device, patient medical records, operative reports and additional x-rays would be required for further review.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 26mm pca paper head ball. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Event description:
It was reported that there was a left hip revision due to possible poly wear.